Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode reaching a peak of 410 mg/dl. The event was associated with an occlusion alert and was addressed by performing a supply change. There was no outside medical intervention required.